Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ ae: none. It was reported that during an interventional procedure in the distal superficial femoral artery, during pre-dilatation the agiltrac balloon ruptured at 8 atmospheres. The device was completely removed. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device discarded; therefore, device evaluation could not be performed. The lot number was not identified; therefore, a device history record review could not be performed.